Event description:
It was reported that the patient underwent a robotic ventral hernia repair procedure approximately two years ago and mesh was implanted. Following the procedure, the patient experienced recurrent hernia. The patient underwent a hernia repair procedure and the mesh was found to be sitting between the tissue layers, not incorporated into the tissue. A component separator and mesh were used to repair the hernia. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional (B)(4).